Manufacturer narrative:
Insulin pump powered up after battery installation and was stuck on the medtronic logo, problem isolated to electrical board. Unable to perform the self test and the displacement test or verify hardware low level failures, history pointers failed, and post-reset ram crc alarm alarms due to incomplete insulin pump boot up anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump gave multiple error alarms and the insulin pump went blank. The customer's blood glucose was not known. The alarms reoccurred again. The product will be returned or analysis.